Event description:
The customer reported the system was displayed a file system corrupted error. The fe confirmed the system was down. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.